Manufacturer narrative:
The investigation has been completed. The reported occlusion could not be confirmed or tested due to another device issue found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm and found that the cartridge had cracked due to the dropping of the pump. The customer loaded a new cartridge and resumed insulin delivery. The customer's blood glucose level was 188 mg/dl.